Event description:
Additional information was received from the patient that reported the replacement of the recharger did not resolve the issue with charging too frequently. It charges a little longer, but not as long as it is supposed to. The patient was told that a charge should last two to three days, but if it lasts one day it is a lot.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were charging their implantable neurostimulator (ins) too frequently. Their charge used to last them a week but eventually that changed to lasting only 2 days and then to 1 day and at the time of the report it was lasting a half a day. These issues began in (B)(6) 2016. They had not been recently reprogrammed, switched groups, or increased their parameters. The ins battery would not advance when charging for several hours with 8 coupling boxes darkened. The patient met with a manufacturer representative who reset their recharger which sort of helped the issue but did not resolve it. The manufacturer representative told them to have their recharger replaced if the issue did not resolve. The patient was sent a replacement recharger. There were no patient symptoms reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.